Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was fractured approximately 2.5 cm from the hub and kinked in multiple locations throughout its length. The kinks were likely due to return packaging conditions, as the benchmark dc was folded inside the clear plastic bag. Conclusions: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during preparation. If the benchmark dc is roughly handled during removal from the packaging or preparation, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed the benchmark 6f 071 delivery catheter (benchmark dc) was broken near the hub upon removal from its packaging. The broken benchmark dc was found prior to use and was not used for the procedure. The procedure continued using a new benchmark dc.